Event description:
New information received notes that the patient was stable.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting premature discharge of battery. The ICD was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Upon receipt, the device was unable to be interrogated on a programmer. A longevity calculation was performed using the device usage. The battery voltage depletion was found to be premature. The cause of the communication failure was due to low battery voltage because of a premature battery depletion. The battery was sent to its manufacturing site for analysis, and it was determined the premature depletion was due to an internal battery anomaly. The cause of the premature depletion is an internal battery anomaly.